Event description:
In (B)(6) 2022, I did transcranial magnetic stimulation. I was given 37 sessions. From the start I had issues with headaches and dizziness. These have continued to be an issue to this day. In (B)(6) 2022, I started having vision issues on the same side -left- as I had transcranial magnetic stimulation. I went to an optometrist who told me they saw nothing wrong after displaying my eyes. Since then I have daily vision changes. Some days my vision is extremely blurry, other days, it's normal. In (B)(6) of this year, I started having pulsative tinnitus and a full feeling in my left ear. I was tested by an audiologist and told that I have nerve damage that is causing the beginnings of hearing loss in my left ear. I believe all these issues are related to the transcranial magnetic stimulation. Sessions I've had. I was not told that these were potential side effects. I just had an magnetic resonance imaging yesterday. Unsure when I will get the results.